Manufacturer narrative:
The reported event of lead insulation damage and blood in the lead was confirmed. Final analysis found that as received, a complete lead was returned in one piece. Visual examination found the outer insulation of the lead was cut/damaged in the proximal region. The cause of the reported event was isolated to the damage which was consistent with procedural damage.

Event description:
It was reported that the patient presented for a device upgrade. During the procedure, it was discovered that the right ventricular lead had blood visible inside the insulation. The lead was extracted and replaced. The patient was stable post-procedure.